Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported foreign material/black water is flowing out of the forceps channel issue could not be confirmed, however, foreign material on groove or gap of the distal end was observed. A definitive root cause of the issue could not be determined, however, due to pinhole leaks in the rubber and forceps channel, proper reprocessing may not have been possible. The issue may be detected/prevented by following the instructions for use sections below: evis lucera elite,small intestinal videoscope,sif-h290s,operation manual chapter 3 preparation and inspection. Evis lucera elite,gastrointestinal videoscope,gif-xp290n,gif-h290,gif-h290z,gif-hq290,colonovideoscope,cf-h290l,cf-h290i,cf-hq290l,cf-hq290i,cf-hq290zl,cf- hq290zi,pcf-h290l,pcf-h290i,pcf-h290dl,pcf-h290di,pcf-h290zl,pcf-h290zi,small intestinal videoscope,sif-h290s,reprocessing manual chapter 5 reprocessing the endoscope(and related reprocessing accessories)). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the customer's complaint that there was black water flowing out of the clamp channel tube. Other findings include the bending cover leaked, the light guide lens had water drops internally and there was insufficient angle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite small intestinal videoscope had black water coming out of the channel tube. The issue was found during preparation for use for an unknown procedure. Patient was not under anesthesia. The device was returned for evaluation where service found foreign material in the channel and incorrect reprocessing. This report is being submitted for the reportable malfunctions found at evaluation.